Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a damaged guidewire was confirmed by the photo. The photo shows a catheter that has been partially advanced through a guidewire. A kink is seen in the exposed portion of the guidewire; however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply undue force on guidewire to reduce risk of possible breakage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2025, in m11 ward, the doctor performed deep vein catheterization for the patient. The new central venous catheter bag was used during the operation, and the puncture was smooth. During the catheterization process, the guide wire was found kinked, so the catheter could not be placed. The guide wire was replaced immediately, and the deep vein catheterization could be successfully completed. The replacement was timely, without causing harm to the patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2025, in (B)(6) ward, the doctor performed deep vein catheterization for the patient. The new central venous catheter bag was used during the operation, and the puncture was smooth. During the catheterization process, the guide wire was found kinked, so the catheter could not be placed. The guide wire was replaced immediately, and the deep vein catheterization could be successfully completed. The replacement was timely, without causing harm to the patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".